Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of ballooning could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
¿Ballooning of the pumping segment x2". One event was found during a normal saline infusion when the pump was alarming for occlusion, no patient harm reported.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim:one event was found during a normal saline infusion when the pump was alarming for occlusion, no patient harm reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.